Manufacturer narrative:
Consumer has not returned product. Awaiting return to conduct quality investigation.

Event description:
Consumer called to report using ace reusable cold compress on his shoulder and experienced frostbite. Had previously used the compress on clean skin but applied product on skin immediately after exercising which he believes caused frostbite.